Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
It was reported that the ventilator had an error code indicating a relief valve cracking pressure out of range. There was no patient involvement.

Manufacturer narrative:
G4: 05jun2020. B4: 29jun2020. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se ran extended self test (est) eight times, four with se's circuit and four times with the customer's circuit with unit passing every time. The customer will put unit back in to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.